Manufacturer narrative:
Continuation of d10: product ID evfxplus-29 (unknown); product type: 0195-heart valves; implant date (B)(6) 2024 product ID l-evolutfx-2329; product lot/serial number unknown; product type: compression loading system (cls) product ID d-evolutfx-2329; product lot/serial number unknown; product type: delivery catheter system (dcs). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the device was inspected prior to use and a pre-dilation was performed using an 18mm z-med balloon due to the patient's type I bicuspid aortic valve with right coronary cusp (rcc)/non-coronary cusp (ncc) raphe. The valve was deployed to 80% and was seen to be severely constrained in cusp overlap view. The severe constraint was confirmed in coplanar view. The valve was recaptured, removed from the patient and discarded. Another pre-dilation was performed using a 23mm true balloon. A new valve was loaded and deployed to 80%. The second valve was also constrained, but hugely improved. The valve was deployed, and was still constrained at the waist. A post-dilation was performed with a 23mm z-med balloon. The final gradient was less than 10mmhg, with mild paravalvular leak (pvl). No procedural delay occurred. Per the physician, a contributing factor in the event was the first pre-dilation with a balloon that was compliant but without recommendation and was not effective. The patient's bicuspid native valve also contributed to the event. No adverse patient effects were reported.